Event description:
The reporter contacted animas on (B)(6) 2013, reporting that the patient¿s blood glucose (bg) levels are running high. The reported bg was not indicative of a serious injury and does not meet the animas criteria of an adverse event. The reporter stated that the spikes are at night going into the morning. This report is being made due to the history settings issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 03/25/2015-device evaluation:the pump has been returned and evaluated by product analysis on 03/11/2015 with the following findings:animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A review of the pump black box data revealed that data from the event date had been overwritten due to continued use. There was no information in the available data related to the complaint. The recorded total daily dose values accurately reflected the programmed basal settings. A delivery accuracy test was performed and passed. The complaint was not duplicated. Unrelated to the complaint, the pump was powered on and the display screen appeared discolored.